Event description:
Patient allegedly had a corneal infection. Ecp believes this is due to patient noncompliance. Patient did not follow prescribed wear schedule. No additional information available at this time.